Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in (B)(6) at the account. There was no patient/user injury reported.

Manufacturer narrative:
The hill-rom technician found the dummy plug was not attached properly. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2013 and 2015. It is unknown if the facility performs preventative maintenance on their beds. The technician reattached the dummy plug to resolve the issue. Based on this information, no further action is required.